Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The physician indicated that the death was not related to the superdimension device or procedure. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2015. On (B)(6) 2016 the patient presented to the emergency room with a change in mental status consistent with an acute cerebral vascular accident. The family requested comfort care only and the patient later died. The physician indicated that the death was not related to the device or the enb procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.